Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and at the time of the reported event, the insulin gauge displayed 105 units. The customer's blood glucose level was 207 mg/dl. Although requested by tandem technical support, the customer declined to reload the existing cartridge to recalculate the fill estimate.